Event description:
In 2000, synchromed el infusion pump implanted. Two weeks prior, pump removed after pt reported a loss in pain relief and investigation of the system demonstrated a rotor stall or a shutdown in the pump mechanism. New pump implanted.